Manufacturer narrative:
(B)(4).

Event description:
The following information was reported: the balloon popped upon inflation at prep. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient was not hospitalized. Sheath size: 6f stick location: medium vessel type: arterial.

Manufacturer narrative:
The device was received with the shuttle engaged to the handle. The advancer tube was deployed outside of the shuttle cartridge, and the sealant was covering the balloon proximal tip. Visual inspection of the returned device revealed that the device had not been prepped prior to use. No saline was found in the balloon or the inflation tube. The balloon was fully inflated with water and pressure was maintained. Based on the information provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. There is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per instructions for use (IFU). The review of the lhr (f1505003) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).